Event description:
The patient claimed that her animas insulin pump has been giving frequent loss of prime alarms since (B)(6) 2011. Subsequently, on the night of (B)(6) 2011, her blood glucose was "high" while she had symptoms of nausea, headache, and felt sick. At 10:30 pm, the patient administered 5 units of novolog via the pump and 8 units via syringe since she was not sure the pump was delivering insulin. During the troubleshooting session, it was noted there was no product misuse. The loss of prime issue was resolved with training. However, the product is being returned for investigation. This complaint is being reported because, the patient reportedly symptoms suggestive of hyperglycemia after she had multiple issues with loss of prime.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data from the time of the event in the black box due to continued patient use. A review of the pump history for the available date range indicated that loss of cartridge detection had occurred which was not duplicated during testing. A 29 hour flow accuracy test was performed without issues and was found to be delivering within specifications. The pump was opened and the force sensor assembly was found to be physically damaged and the force sensor trace connection was found to be intermittent.